Manufacturer narrative:
The insulin pump was received with blank display due to connector unlock contact. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test after plugging in back the battery tube connector into board. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 69 mg/dl at the time of incident. The customer's mother stated that the battery compartment and spring were neither damaged nor corroded. The customer's mother stated that the battery cap was not missing or damaged. The customer's mother was advised to clean the battery cap with cotton swab with alcohol. The customer's mother stated that the display did not return after inserting a new battery. The customer's mother stated that the insulin pump was dropped. The customer's mother stated that they were unable to perform self test due to blank display. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.